Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1200 mg/dl. The customer stated that he woke up with a stomach ache and vomiting. The customer also has gastroparesis, and had not eaten the last three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the insulin pump was replaced due to the customer's blood glucose levels reaching 1200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.